Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument cut and released energy two of two times. The instrument was fully functional. No product issue was identified. No failures were found in the logs.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - sliding surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and the tip would not articulate. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.